Event description:
It was reported that a clearlink mudular solution set with a stopcock was unable to be tightened and connected. The customer stated that the luer lock on the drip chamber side of the stopcock arrived in the pouch loose, and that despite attempts to tighten, the luer lock does not tighten. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection and functional testing of the sample did not identify any defects. The reported condition could not be confirmed. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.